Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for periodic maintenance 2. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer service center, the device "system leak verification" for final test resulted in fail. The technician recommended replacing the obm sub-assembly to address the issue. No further investigation is required at this time. Additionally, the air inlet foam filter and the particle filter were replaced to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy evo o2 ventilator was returned to the manufacturer for periodic maintenance 2. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer service center, the device "system leak verification" for final test resulted in fail. The technician recommended replacing the obm sub-assembly to address the issue. No further investigation is required at this time. Additionally, the air inlet foam filter and the particle filter were replaced to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. New information linv: the suspected trilogy evo obm subassembly was sent to the philips product investigation lab (pil) for further investigation of the allegation of a system leak verification failure at service and the complaint was confirmed. The pil confirmed that the obm mixing chamber caused the failure of the obm subassembly at service. The trilogy evo obm subassembly has been scrapped.